Event description:
The account alleges that an expired pigtail catheter was used and detached during an invasive vascular procedure. Partial retrieval of the catheter was completed, but a fragment of the catheter remains in the peripheral part of the patient. The procedure was stenting of inguinal stenosis. Puncture from the left inguinal region, insertion of a guidewire into the product and manipulation for contrast and delivery into the abdominal aorta resulted in the pigtail catheter detachment. At present the patient is observed without surgical removal of the remained part. The product in question was found to have already expired when the event occurred.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.